Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose (bg) level was "high", however, a specific bg value was not provided. A bolus was delivered to address bg level. Reportedly, a new cartridge was loaded to address the issue.